Event description:
A pt reported blood glucose results of "192 mg/dl" with a lifescan meter and "153 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. A second test on the pt's meter was "179" mg/dl which was within the expected variance. One control solution test was performed and fell outside the range.